Event description:
It was reported that pump did not register 290 units of insulin inside cartridge as expected. There was no reported impact to the customer. Customer declined troubleshooting. No additional information was provided.